Manufacturer narrative:
(B)(4). Batch #: 745a73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with 12 reloads present (b-m). The reloads (b-g) were received fully fired with the swing tab in the locked position. The reload (h) had the proximal 28 drivers up without staples, the reload (I) had the proximal 14 drivers up and the remaining drivers down with staples present. Also, the reload (j) was received fully fired with 5 b-formed staples on the cartridge deck. The returned reloads had the swing tab in the locked position. The reloads (h and I) were reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple lines and cut lines were complete and the staples meet the staple form release criteria. In addition 9 tyveks of reloads and one tyvek of device were received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. 12 reloads b: tcr75, 727a61, fully fired locked. C: tcr75, 813a77, fully fired locked. D: tcr75, 678a57, fully fired, locked. E: tcr75, 150c62, fully fired, locked. F,g tcr75, 822a56, fully fired, locked. H: tcr75, 822a56, locked, 28 drivers up. I: tcr75, 102c48, locked, 14 drivers up. J: tcr75, 102c48, fully fired, locked and with 5 b-formed staples on the deck. K,l,m: tcr75, 102c48, fully fired, locked. A manufacturing record evaluation was performed for the finished device batch number 745a73, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy with a bowel resection that the stapler that malfunctioned did staple but not all the lines were complete. I was not at the field and am not sure of what the staple line looked like. I was not told that there were problems with cutting. I think it was just missing one of the staple lines, no effect on the shape. After a delay a new device was used to complete the case with no patient consequences.